Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator, foreign objects at the server plug in, chip in the adhesive around light guide lens, chip in the adhesive around objective lens and gap in the adhesive area between server plug in and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the forceps elevator, foreign objects at the server plug in, chip in the adhesive around light guide lens, chip in the adhesive around objective lens and gap in the adhesive area between server plug in and distal end a root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.